Event description:
During a coronary artery bypass surgery procedure, two heartstring seals did not deploy out of the delivery tube in the aorta. Replacement was used to complete the procedure. No patient complications were reported by the hospital.